Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the instrument. Customer repeated sample using different lots and results were again negative. In-house testing confirmed the presence of the e antigen on retention product. The customer's sample was not submitted for investigation. Unexpected negative reactivity appears to be related to the low titer of the e antibody in the patient sample.

Event description:
On (B)(6)2015, a customer obtained unexpected negative reactions with capture-r ready-ID, lot id259, on the galileo echo instrument.